Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported marker lumen blockage could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, the proglide was advanced to the artery on the guide wire, however, arterial blood flow through the marker lumen was very low. The proglide was advanced more deeply in the artery but the marking remained low. The proglide was removed from the artery; two additional proglide devices were attempted with the same results. Manual arterial compression was used to achieve hemostasis. The physician was reported to be trained in the use of the proglide device. There was no reported adverse sequela and no reported clinically significant delay in the procedure. No additional information was provided.